Event description:
It was reported that a cot collapsed with a pt on it. The pt allegedly sustained a broken shoulder. Upon further investigation, it is believed that the cot did not collapse but actually tipped as it was rounding a corner.